Event description:
The pt tested her blood glucose on the suspect device and it was 186 mg/dl. She did not feel well so 1/2 hr later she went to the hosp and her blood glucose was 349 mg/dl. She was given insulin and released.